Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the real problem was that system would not make an x-ray and needed a system reboot. The system reboot corrected all problems, and the system functioned as intended. The field service engineer also performed a user detector calibration as a precaution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that after the initial spin the system went back to initializing. It was further stated that after initial boot up it was stuck in initializing, but that a reboot had resolved it. The site rebooted again with the image acquisition system (ias) and mobile viewing station (mvs) disconnected, connecting them again after boot up. This appeared to resolve the issue. There was no reported delay to the procedure. There was no impact to the patient.

Manufacturer narrative:
H2: b5 and d11 have been updated. Section d information references the main component of the system. Other relevant device(s) are: bi-500-01065 o-arm software - o2 v4.1.0 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that after the initial spin the system went back to initializing. It was further stated that after initial boot up it was stuck in initializing but that a reboot had resolved it. The site rebooted again with the image acquisition system (ias) and mobile viewing station (mvs) disconnected, connecting them again after bootup. This appeared to resolve the issue. There was no reported delay to the procedure. There was no impact to the patient. Additional information was received. It was reported that it was unknown if the spin was lost or used.

Manufacturer narrative:
H2/h3/h6: software analysis was done. It was determined this was not a software issue. Log investigation found the software detected a system issue and halted image acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. There were instances of recoverable error #38 "+5v power supply out is out of range". This issue is resolved by system reboot. Software functioning as designed. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.